Event description:
Info from foreign reporter rec'd with returned device states "stalled rotor". Device is in analysis as of the date of this report.

Manufacturer narrative:
H6 - preliminary device analysis was not available as of the date of this report. Final device analysis results will be sent in follow-up report when completed. H 6 primary finding of device analysis revealed motor gear corrosion. Drug used in the pump was morphine tartrate.